Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 36 mg/dl and lost consciousness. The customer alleged that the pump delivered multiple unintended boluses without user input. Data review by tandem technical support showed all bolus deliveries were manually requested; however, customer maintained that the pump was not functioning properly. Subsequently, customer was hospitalized. Bg was treated with intravenous dextrose and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 52-53 mg/dl were recorded by continuous glucose monitor (cgm) from 8:11:14 pm to 8:16:15 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:11:14 pm. A tubing fill of size 14.(B)(4) was observed on (B)(6) 2020 at 2:23:47 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020, at 2:28:27 pm, 5:41:17 pm, 6:22:05 pm, 6:48:56 pm, 7:09:46 pm, and 7:41:47 pm, user made bolus requests of size 1.46, 15, 15, 13.08, 15, and (B)(4), respectively, while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.